Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures s5 mast roller pump. According to information, the pumpe was put into operation after a long period of storage a livanova field service engeneer was dispatched the customer and confirmed motor control board defective. The motor control hms 0409 was replaced the device was tested and returend successfully to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 mast roller pump displayed fault in motor controller (e429) during priming. There was no patient involvement.

Manufacturer narrative:
The unit is installed since 2010 and according to the review of the complaint database no similar further events related to this pump have been reported. Based on the investigation performed for similar cases, the most likely root cause of the event was a defective hms board; it cannot be ruled out that infiltration of cleaning solution over time may have led to the failure of the board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
From picture analysis of the pump head, signs of oxidation are visible. It cannot be ruled out that infiltration of cleaning solution over time had led to the failure of the board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.